Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.

Event description:
The customer reported via phone call that the insulin pump alarmed signal too low and an external memory error, indicating an unexpected reset. The customer's blood glucose was 358 mg/dl. The customer stated that she disconnected from the insulin pump and tried to set it up again. During troubleshooting, she was unable to get the numbers to appear on the insulin pump during the fill tubing step. She had to go through 2 reservoirs during the call. She reported insulin squirting out without stopping, which emptied her reservoirs each time. She was unable to exit the preparing to prime loop. She was advised to attach a new infusion set and reservoir and restart the prime process. She was instructed to hold the act button until insulin began exiting the tubing. She reported that the motor did not slow down nor did numbers ramp on the screen. She was unable to advance past the fill tubing step. She treated with manual injection and declined troubleshooting for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.